Manufacturer narrative:
During the lead revision, no fracture was observed. The physician implanted a new pacing lead in the right ventricle and surgically abandoned the rate/sense portion of the defibrillation lead. The shock portion remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. The noise was oversensed, resulting in inappropriate shocks being delivered to the patient. The device was programmed off pending a lead revision.